Manufacturer narrative:
Film evaluation summary: the reported vascular dissection was likely confirmed on the still CT's received, but the cause could not be fully determined. Lack of full pre-implant CT¿s did not provide opportunity for a more in depth analysis of the patient¿s anatomy. Procedural angiograms were also not available for review. It is likely that the patient¿s calcified and tortuous iliac arteries contributed to the event, however these anatomical considerations could not be fully appreciated on the images received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath ((B)(6)) was used as a conduit during the implant of a transcatheter bioprosthetic valve. At implant the diameter of the right femoral access vessel was 5.92mm tortuous calcified anatomy was noted. It was reported during the index procedure, the 18fr sentrant sheath advanced with ease. A series of wire and catheter exchanges occurred and a pre-dilation was completed with a non mdt balloon. When the 18fr sentrant was withdrawn, the valve delivery system (dcs) was advanced but could not be advanced beyond the external iliac. The physician attempted to advance the 18fr sentrant but was unable to advance beyond the external iliac. An angioscan revealed a dissection in the right external iliac. A balloon was placed for hemostasis and a non mdt stent placed. The tavr portion of the procedure was ended. Per the physician the dissection was caused by patient anatomy due to the patient's tortuous and calcified anatomy and the introduction of the external sheath which prevented the delivery system from being advanced. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.